Event description:
The manufacturer received information from a customer stating that a ventilator inoperative condition occurred on a trilogy evo ventilator. The customer inquired on if they could force a software update, but the respiratory therapist explained that the ventilator would need to be sent in for repair. The serial number was not provided at this time. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.